Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 51 mg/dl. The customer drank juice to treat bg level. Customer declined troubleshooting with tandem technical support.